Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: cover was removed , evidence of moisture corrosion was found on 1 of the 2 ee-proms. The black box download shows no evidence of a time and date reset or inaccurate time keeping. Pump was tested for 24 hours with no time or date discrepancies duplicated. However the alarm history verified cs (007d) eeprom read failures prior to (B)(6) 2012. Ee-prom cs alarms record in the pump alarm history with default date and time (B)(6) 2007. Cs 07 were not duplicated during pa investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a history settings (time/date) issue. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment. There was no indication that the device caused or contributed to an adverse event.